Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the device broke. No additional details provided. To complete the procedure, a new device was used. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account without packaging in an undamaged condition. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Closing handle causes observable tilt of shaft. Pmv performed functional testing where: device one was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading device. Difficulty was experienced in toggling the device; needle hit beveled walls of jaws while toggling through media or toggling with no media. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Pmv observed a jaw gap that was noted as not affecting device functioning as device worked properly during functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record which indicated the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.